Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The 2.25x12mm promus element stent was not deployed and upon withdrawal back into the guide catheter the stent dislodged from the balloon. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The 2.25x12mm promus element stent was not deployed and upon withdrawal back into the guide catheter the stent dislodged from the balloon. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination noted that only the stent delivery system was returned for review, the stent was not returned for analysis. Microscopic examination of the returned balloon noted that crimping indentations were visible on the profile of the balloon indicating that the stent had been crimped on the balloon. No other damage was noted on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).